Manufacturer narrative:
G3: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when the patient was connected to the mobile power unit (mpu), a low voltage advisory alarm was active. The alarm resolved when the patient connected to 14v batteries. The mpu was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a power related alarm wile connected to the mobile power unit (mpu) was confirmed. There were no log files available to review. During the evaluation of the returned mpu, serial (B)(6) , there was a kink observed in the middle of the patient cable. The mpu was run on a mock loop with a test controller and the reported low voltage alarm was reproduced. The issue was isolated to the kink in the patient cable. The cable was replaced, and a full functional test was performed. The unit was returned to the customer site and is ready for use. Visual inspection of the returned patient cable confirmed the kink which when flexed, resulted in a reproduced intermittent alarm. The cable was stripped, and the underlying wires were kinked as well. The gray rsoc line resistance fluctuated outside its expected range which indicated signs of wire fatigue. The root cause for the reported alarm was determined to be due to wire fatigue in the mpu patient cable consistent with the repetitive flexing of the cable over time. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage alarms. Heartmate 3 patient handbook and heartmate 3 IFU section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.